Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an internal insulation abrasion was noted in one location beneath the distal end of the svc shock coil beaching the rv cable lumen with no damage noted to the etfe cable coating.

Event description:
This report is to advise of an event observed during analysis.